Event description:
Procedure type: pelvic pouch for ibd. According to the reporter: there were no complications intra-operatively. The patient's anatomy presented no issues, the stapler fired properly, and a leak test was performed and passed. Post-operatively the patient had rectal bleeding and it was noted that the anastomosis between the rectum and the pelvic pouch was incomplete. The patient underwent a bowel defunction with a temporary ileostomy due to a large abscess and later had the anastomosis repaired in 2008. There was extra time in surgery of approximately 2 hours to rebuild the pouch. The patient is female.